Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer was able to perform a touchscreen calibration and the issue was addressed.

Event description:
It was reported that the ventilators touchscreen "seemed off". It is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.